Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user blood glucose (bg) reading was less than 70 mg/dl; however, the bg reading did not decrease below 40 mg/dl. No symptoms of hypoglycemia were reported. There was no allegation of a loss of consciousness, seizure, or assistance from a third party. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on properly. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no errors, alarms, warnings, or issues. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
Follow-up #1 - correction: a review of the initial contact with the reporter indicated that there was no allegation of a complaint for this pump.